Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 400 mg/dl. Customer advised they had a steroid injection which resulted in high blood glucose levels. Troubleshooting for sensor error alert was performed. Customer advised the alert occurred after initialization. Customer was advised to change out their sensor in order to resolve the issue.